Event description:
In elsevier's the knee journal issue 31 (2021) 97-109, distal femoral replacement - does length matter? Mid-term results for distal femoral replacements (a study of 90 patients was reviewed. As per demographics provided, 43 patients were subject to revision arthroplasty and the remaining 47 patients reflect tumor surgery. Patient genders are listed as 47 males and 43 females, median age 71 for patient's subject to revision arthroplasty, all of whom had a stanmore distal femoral mets implanted between 2002 and 2019):, a table of complications of stanmore mets distal femoral replacement patients indicates that 1 patient experienced "knee stiffness requiring manipulation under anesthesia."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.